Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965, implantable pacing lead x4, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient feels higher output pacing with the every three hour test. Lead trending was turned off. The device remains in use. No patient complications have been reported as a result of this event.